Event description:
Procedure type: sleeve gastrectomy. According to the reporter: surgeon was performing third firing of sleeve gastrectomy. No reinforcement material used. Tissue crumpled up in the jaws of endo gia and it was very difficult to release the jaws from the tissue. Staples did not form correctly and serosal tissue was torn. There was no bleeding reported in excess of 500cc. The surgeon had enough room to make another staple line between the existing staple line and the bougie. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).